Manufacturer narrative:
Zoll has not received the autopulse platform (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During preventive maintenance, the autopulse platform (sn: (B)(4)) displayed a, "system error, out of service, revert to manual CPR," error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective motor controller and processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in 29 june 2012 and is 8 years old, past the expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. Unable to download device data from the archive due to defective processor board, thus confirming the reported complaint. During the initial functional test, the platform displayed "system error, out of service, revert to manual CPR" error message during power on along with continuous clicking sound heard from the brake gap area, thus confirming the reported complaint. The motor controller board and processor board needs to be replaced to address the reported complaint. Service was declined by the customer. The platform was returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(6).